Manufacturer narrative:
Results: brake mechanism in caster worn.

Event description:
It was reported by service report that the brakes at the head end of the bed were not holding. No patient involvement or adverse consequences are reported.